Event description:
On (B)(6), 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an issue with his one touch ultra meter reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6), 2011, at 5 am. He stated that he manages his diabetes with pills, diet and/or exercise and due to the alleged issue he denied making any changes to his usual diabetes treatment. The patient claimed "one hour" after the alleged issue started he felt "sweaty". He denied receiving any form of medical treatment due his symptom. During the initial call with customer service, the agent noted that there was no information of misuse of the device and that the issue was resolved after helping the patient complete the meter set up since the batteries had just been replaced. Per the owner's manual, anytime the batteries are replaced, the meter's set up must be completed before glucose testing can be done. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(6), 2011 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed. The 510(k) # is k062195.